Event description:
Healthcare professional reported a lap-band system "broke hub" first noticed when the pt reported being "hungry between meals and no restriction." The lap-band system port was removed and replaced.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report was returned however the device analysis results are pending at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."